Manufacturer narrative:
At this time, it is unk if a sample will be sent back for investigation. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the cuff would not stay inflated. No injuries reported.